Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: damaged-flex-guide. Time of device issue: during vessel closure: adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, when the device was removed bleeding continued and damage was noted to the inner sheath (flex-guide). Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.